Event description:
Pt complained that shortly after having collagen skintest, they developed flu-like symptoms and blood in stool. Shortly thereafter, pt was diagnosed with ulcerative colitis. Reporting physician indicates that there was no response as test site. Event is being reported in good faith based on understanding with FDA that specified autoimmune diseases will be reported without regard to causality.